Event description:
It was reported that prior to the port placement procedure in the right internal jugular vein, the catheter was allegedly not pumping back. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo and one video were provided for review. The photo and video show that the clinician was holding the syringe which has been attached to the catheter. The video shows that the clinician attempting to aspirate the clear fluid with the syringe attached to the catheter but difficult in suctioning of the fluid was noted, some air bubbles were noted during suction. Therefore, the investigation is confirmed for the reported suction problem and identified air/ gas in device. A definitive root cause for the reported suction problem and identified air/gas in device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.